Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Based on the photos provided by the user, the report on a rupture in the balloon material can be confirmed. An evaluation of the photos provided by the user showed a rupture along the length of the balloon. Based on the photo provided, it seems that part of the catheter including the balloon was cut near the distal end and is now separate from the proximal portion of the catheter. Without return of the complaint device, further investigation could not be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Balloon material damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ another possible contributing factor to balloon material damage is failure to apply negative pressure prior to introducing into the endoscopic accessory channel. The instructions for use state: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Application of negative pressure will also aid in balloon preservation and optimize balloon performance. Over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use state: "balloon can be inflated to three distinct diameters, as indicated on package and catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When using the balloon for dilation of an anastomosis stenosis [unknown location in the body], the balloon ruptured before reaching the desired pressure.

Manufacturer narrative:
Concomitant product: cook quantum inflation device, qid-1. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Based on the photos provided by the user, the report on a rupture in the balloon material can be confirmed. An evaluation of the photos provided by the user showed a rupture along the length of the balloon. Based on the photo provided, it seems that part of the catheter including the balloon was cut near the distal end and is now separate from the proximal portion of the catheter. Without return of the complaint device, further investigation could not be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Balloon material damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ another possible contributing factor to balloon material damage is failure to apply negative pressure prior to introducing into the endoscopic accessory channel. The instructions for use state: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Application of negative pressure will also aid in balloon preservation and optimize balloon performance. Over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use state: "balloon can be inflated to three distinct diameters, as indicated on package and catheter tag." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 03/31/2017: during a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When using the balloon for dilation of an anastomosis stenosis [unknown location in the body], the balloon ruptured before reaching the desired pressure. The following information was received on 04/04/2017: the balloon did not detach in the patient, the balloon was cut by the physician to avoid [device] reuse. The device was used in the esophagus.